Event description:
Information received indicates the head function had an unintentional movement in the upward and downward position.

Manufacturer narrative:
The technician inspected the bed and was unable to duplicate the alleged malfunction.